Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic bumper on the device fractured in half and all pieces were returned. The device was manufactured in 2018 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the impactor broke down during surgery over the incision. The fragments of the device did not fall into the patient's body. The delay of the operation was no more than 5 minutes. A replacement device manufactured by s&n was available. The patient was not injured.